Event description:
A pt was treated on 3/5/97 with two formulations of collagen in the oral commmisures, and vertical lines above the upper lip. On 3/6/97, the pt noted swelling, itching, and redness at the treatment sites. On 3/7/97, she presented with persistent symptoms. The physician was unsure if the symptoms represented a hypersensitivity or herpes simplex and prescribed oral anthistamines and steroids.